Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak from the cap piercer wash cup of the unicel dxc 600 synchron system. Customer stated that the cap piercer wash cup was not draining and was overflowing onto the capped tubes. On the same day, the field service engineer (fse) inspected the instrument and cleaned both the cap piercer wash station and the waste valve; however, this did not resolve the leak issue. The fse then replaced the waste valve and cleaned line #180 of the waste manifold, which resolved the leak issue. Lastly, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue. Customer stated that no erroneous results were generated and that neither patients nor instrument operators were harmed or affected by the instrument issue.